Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was not displaying content and that they had rebooted and swapped the cables, but the issue persisted. They were not able to select dual display, and the 2nd display was greyed out in the display settings. Nihon kohden technical support (nk ts) informed them they will need to select the secondary display in windows and then select the extend to this monitor. He rebooted the cns after making these selections, which resolved the issue. No patient harm or injury was reported. Investigation summary: nk ts informed the customer of the proper way to configure the dual display settings on the cns. Select the secondary display in the windows. Select the extend to this monitor. The customer rebooted the cns after making these selections and the unit was displaying correctly. The issue was resolved by configuring the device for second display usage. The cns administrator's manual describes in detail the exact steps to be taken to achieve this. The root cause of the issue was determined to be a lack of customer knowledge regarding the device set up and functionality, due to insufficient user training.

Event description:
The biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was not displaying content and that they had rebooted and swapped the cables, but the issue persisted. They were not able to select dual display, and the 2nd display was greyed out in the display settings. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was not showing content and that they rebooted and swapped cables. They were not able to select the dual display, and the 2nd screen is greyed out in display settings. Nihon kohden technical support (tech support) informed them that they will need to select the secondary display in the windows and select the extend to this monitor. He rebooted the cns after making this selection and the unit is displaying correctly. The resolution for the issue was to configure windows properly in order to get the second display up after disconnecting the display by going to the display properties on windows and extend the display to the second monitor. No patient data lost. It is unclear why the customer had rebooted and swapped cable to the unit in the first place, and the customer has been unresponsive to communications. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was not showing content and that they rebooted and swapped cables. They were not able to select the dual display, and the 2nd screen is greyed out in display settings. Nihon kohden technical support (tech support) informed them that they will need to select the secondary display in the windows and select the extend to this monitor. He rebooted the cns after making this selection and the unit is displaying correctly. The resolution for the issue was to configure windows properly in order to get the second display up after disconnecting the display by going to the display properties on windows and extend the display to the second monitor. No patient data lost. It is unclear why the customer had rebooted and swapped cable to the unit in the first place, and the customer has been unresponsive to communications. No patient harm was reported.